Manufacturer narrative:
Intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, and reservoir tube cracked were noted. No unexpected weak battery.

Event description:
The customer reported via phone call that the insulin pump's buttons were unresponsive. He received a weak battery alarm and changed the battery but the buttons were still unresponsive. Customer's blood glucose level was 101 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.